Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the a-frame mechanism snapped off when the doctor was impacting the cup. All pieces were accounted for and an alternate device was used to finish the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The lateral alignment frame was returned for review. O-ring and thumb screw were not returned. Visual inspection of the alignment frame (a-frame) witnessed wear and tear from use. The extent of use is not known. Thumb screw hole perimeter was polished, suggesting proper use of the washer during use. No bending or strike marks were witnessed. Device field age is noted to be approximately 7 years and 10 months prior to the event. Receiving inspection reports show devices that were inspected met specifications. The reported device is used for treatment. It is stated in the follow up that the frame broke when it was accidentally struck with a mallet during surgery. Therefore, with the information provided the reported thumb screw fracture is due to accidental misuse. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.